Manufacturer narrative:
The reported difficulty establishing communication between the ipg and a clinician programmer was not confirmed. This issue could not be replicated during product testing. The ipg was returned without any physical anomalies that would contribute to the issue. It successfully bonded with a lab cp multiple times without any connectivity issues observed. The universal engineering programmer (uep) inductive tool showed the device was in the therapy application state and functional. The device was tested to manufacturing specifications using the ate and passed all tests. No physical or functional anomaly that would contribute to the reported issue was confirmed. The root cause of the issue could not be ascertained.

Event description:
New information received states that device was explanted, and a new device was implanted. There were no complications during the procedure. Device was programmed successfully. Patient was stable.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the implantable pulse generator (ipg) was unable to establish communication with the clinician programmer with multiple attempts made. Upon x-ray and ultrasound review, to confirm the ipg location. A magnet was used to reset the bluetooth on the ipg and success communication was established with the clinician programmer and the ipg. A surgical intervention is anticipated in the near future. No additional information is available at this time.